Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "neonatal patient received PICC and confirmed tip positioning through x-ray. Around the 7th day of use, he suffered cardiac tamponade, evolving to cardiopulmonary arrest of approx. 1 hour. He is hospitalized in ICU. It has been suggested that the cause of the tamponade was due to parenteral nutrition (PICC aspirate). There was cardiorespiratory arrest and neurological sequels."

Event description:
It was reported "neonatal patient received PICC and confirmed tip positioning through x-ray. Around the 7th day of use, he suffered cardiac tamponade, evolving to cardiopulmonary arrest of approx. 1 hour. He is hospitalized in ICU. It has been suggested that the cause of the tamponade was due to parenteral nutrition (PICC aspirate). There was cardiorespiratory arrest and neurological sequels." Additional information received: clarification was received stating parenteral nutrition was aspirated from the mediastinal space, indicating the infusion therapy was being infused in the mediastinal space rather than in the vascular space. The father reported the following regarding neurological consequences: the patient can only be fed by nasoenteral tube, he has evident global hypotonia, with lateral asymmetry, there are persistent contractures in some points, for example, in the extensor musculature of the left foot. The patient does not cry, rarely makes sounds, has brief periods of eye opening after stimulation and does not maintain it. There are muscle spasms and anomalous limb contractures at various times throughout the day. In the ICU in the days following the event, the neurological response was very compromised, such as a decerebration response and a seizure episode. There are 3 electroencephalograms showing severe neurological changes. The alterations are not limited to those described here, there are also other findings observed by the neurologist on physical examination. Today, there is a need for daily motor physiotherapy, speech therapist, use of intermittent oxygen and nursing care. It is not possible to say that these will be persistent sequelae over the years and that is why [the patient]is under intensified physical therapy and speech therapy to try to reverse or palliate everything possible."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) of redq3399 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "neonatal patient received PICC and confirmed tip positioning through x-ray. Around the 7th day of use, he suffered cardiac tamponade, evolving to cardiopulmonary arrest of approx. 1 hour. He is hospitalized in ICU. It has been suggested that the cause of the tamponade was due to parenteral nutrition (PICC aspirate). There was cardiorespiratory arrest and neurological sequels." Additional information received: "clarification was received stating parenteral nutrition was aspirated from the mediastinal space, indicating the infusion therapy was being infused in the mediastinal space rather than in the vascular space. The father reported the following regarding neurological consequences: [the patient] can only be fed by nasoenteral tube, he has evident global hypotonia, with lateral asymmetry, there are persistent contractures in some points, for example, in the extensor musculature of the left foot. [The patient] does not cry, rarely makes sounds, has brief periods of eye opening after stimulation and does not maintain it. There are muscle spasms and anomalous limb contractures at various times throughout the day. In the ICU in the days following the event, the neurological response was very compromised, such as a decerebration response and a seizure episode. There are 3 electroencephalograms showing severe neurological changes. The alterations are not limited to those described here, there are also other findings observed by the neurologist on physical examination. Today, there is a need for daily motor physiotherapy, speech therapist, use of intermittent oxygen and nursing care. It is not possible to say that these will be persistent sequelae over the years and that is why [the patient]is under intensified physical therapy and speech therapy to try to reverse or palliate everything possible." (B)(6) 2022: there was no difficulty in introducing the bd PICC catheter, a procedure performed without complications, with the follow-up of the bd nurse. Post-PICC radiological control with catheter in correct position for access use. There was no PICC aspirate. Pericardial puncture (pericardiocentesis) guided by ultrasound was performed and evidenced presence of milky content (4ml) compatible with tpn. Catheter was removed intact.